Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using a scrdriver shaft10 non-cann ao-shaft to extract the screws from a fender plate. It was reported that the end part of the screwdriver was repeatedly damaged. The surgery was delayed for 40 minutes.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that after a surgery the device was damaged. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the screwdriver shaft was returned for investigation. The visual examination of the device shows wear on the torx connection. There is no breakage available. It is also unknown how many times the device was used before. No other abnormality could be detected. The most likely root cause for this issue is the application of unnecessary high torque or forces on the screwdriver blade due to disregarding of the surgical technique or off label use. Within the investigation it was discovered that the material referenced on the drawing was wrong (referenced material 1.4021) the correct material would have been (1.4034). However it could be shown that the supplier always delivered the correct material (1.4034) and it was also shown within the investigation of the complaint parts that the material is 1.4034 . Therefore this is not considered to be a root cause. However, the specified material for the screwdriver blade ref# 503004187 on the drawing 001417 rev.04 is incorrect and therefore the drawing was updated. The specified rawmaterial 1.4021 was changed to material 1.4034. Therefore zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).